Event description:
While placing a 4.5 fr midline, the introducer was snapped and then did not peel properly. The vascular access clinician was able to continue to remove the introducer using sterile gloves. The patient was not harmed and procedure was completed without difficulty. Manufacturer response for midline, arrow single lumen 4.5 fr midline (per site reporter). Equipment failure reported to the manufacturer. Tc# (B)(4) and return via (B)(4) to teleflex medical.